Event description:
A physician reported a pt who was originally skin tested on 18 november 1998 with negative results. The pt was subsequently treated once without event. On 28 december 1998, the pt was treated in the left nasolabial fold, right cheek, and left oral commissure. On 4 february 1999, the pt was examined and the physician noted the pt had two areas of redness on the left oral commissure and the left nasolabial fold. The pt stated the symptoms began on or about 1 february 1999. On 16 february 1999, the pt was examined and the physician noted increased redness at the left oral commissure and the left nasolabial fold. The physician also noted redness at the right nasolabial fold (treated prior to the 28 december 1998 treatment). The physician prescribed a medrol dos-pak and topical triamcinolone cream. On 3 march 1999, the pt presented with redness, induration and itching at the symptomatic sites. The physician diagnosed the symptoms as hypersensitivity.